Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis event. The cause of peritonitis was unknown. It was reported that the patient was hospitalized for the event and was treated with flucon injection (200mg, twice a day, treatment was ongoing) for peritonitis. At the time of this report, the patient was discharged and has recovered from the event. Pd therapy was discontinued three days after the event onset and the patient was switched hemodialysis. No additional information is available.